Manufacturer narrative:
The pipeline flex with shield braid was returned within its outer carton; inside of a sealed bio-hazard bag and a shipping box. The pusher was not returned. When compared to the drawing the distal and proximal ends of the pipeline flex shield braid fully opened and no damage. No blood was observed on the returned braid. No other anomalies were observed. Based on the analysis findings, the pipeline flex with shield was not confirmed to have failure to open at the distal end. The event cause could not be determined as the returned pipeline flex with shield braid was fully opened and no damage. There was no malfunction of the pipeline flex with shield or conformance to specification identified that led to the failure to open issue. It is possible that the severe vessel tortuosity may have contributed to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the treatment of an unruptured aneurysm, the pipeline did not open distally after it was resheathed 3 times. The device was deployed more than 50% when it failed to open. No additional maneuvers were made to open the ped. No patient injury was reported to have occurred. The patient was treated with coils and a solitaire 5-20. The aneurysm was unruptured, saccular with a max diameter of 8x9mm and the neck was 6mm. The landing zone was 4.6mm and the proximal was 4.9mm. The anatomy was severe. It was noted that the pipeline was not deployed within a bend in the anatomy, and that a continuous flush was used during the procedure.